Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda, tissue injury, and mr are related to challenging patient anatomy (friable leaflets). The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and friable leaflets. The first clip, a mitraclip xtw, was inserted and deployed on the mitral valve, reducing the mr to a grade of 3. To further reduce mr, a second clip, a mitraclip nt, was inserted and deployed laterally. However, post deployment, a tear on the anterior leaflet was observed and the mitraclip nt detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. A third clip, a mitraclip nt, was then inserted and grasping was performed. However, the mr was unable to be reduced. Therefore, the third clip was removed from the patient. It was noted that the mitraclip xtw remained stable throughout the procedure. The procedure was discontinued with no mr reduction. There was no clinically significant delay in the procedure.